Event description:
Patient was receiving blood from belmont fms2000. Looked up and blood had backed up into saline bag. Checked machine and it was not working. Machine was running, but was not working appropriately. Blood stopped and belmont was taken out of service.